Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set with control-a-flo regulator was leaking from an unspecified location. The leak was observed during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The leak was observed from an unspecified location on the control-a-flo of the set. The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (including push-pull, air passage, underwater leak) was performed; no blockages or leaks were identified. Both samples were submitted to a traction test with no issues noted. The reported condition was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.